Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank.. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with 510k number k182004. Evaluation summary it was caused due to a connection failure between the epk-i7000 and the monitor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The monitor appeared error code: no.17-02; the menu disappeared and the processor can not be powered on.